Event description:
Procedure performed: unknown. Event description: report from the sales rep. Tip of the cannula chipped off. Doctor's comment (question) ''I suspect that it broke due to interference with the [competitor brand] trocar in the adjacent port, but is it something that can be broken easily?'' This unit will be returned. Type of intervention: replaced with a new one, and the surgery was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. A historical trend analysis and review of production records was performed and no relevant documentation was identified. Corrections: the brand name in section d1 and the primary di number in section d4 have been updated.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: report from the sales rep. Tip of the cannula chipped off. Doctor's comment (question) ''I suspect that it broke due to interference with the [competitor brand] trocar in the adjacent port, but is it something that can be broken easily?'' This unit will be returned. Type of intervention: replaced with a new one, and the surgery was completed. Patient status: no patient injury or illness associated with this event.